Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty to advance on the procedural guide was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the right anterior tibial artery. The 3.50x38mm rx esprit btk system was advanced over a 0.014 command guide wire however resistance was met outside the patient. Another same size device was used to complete the procedure with a mailman 0.014 wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the inner member was separated within the outer member.